Event description:
Follow-up with the patient¿s healthcare provider indicated that the patient was seen on (B)(6) 2013 due to intermittent pain and a burning sensation around the ins. The patient reportedly felt like ¿she was being cooked inside¿. The patient continued to experience the ¿severe¿ pain which ¿felt like heat¿ even with the ins off. There was no fever or ¿ut symptoms¿. However, it was indicated there was a ¿malfunction device infection¿. A physical exam revealed no abnormalities. The patient's skin was however dry. An ultrasound of the device also revealed no abscess. Evaluation of lead placement in a lateral view of the pelvis also showed the lead was anterior to the sacrum. The patient was subsequently administered lorlab and omeprazole. The patient¿s condition reportedly improved after the treatment/observation. The patient was stable upon discharge from the emergency room (ER).

Manufacturer narrative:
(B)(4).

Event description:
It was reported patient was currently at the emergency room (ER) and was experiencing warm feeling at the pocket. It was added that patient complained of implantable neurostimulator (ins) feeling hot/heat for few days but unsure of exact timeframe it was also indicated that patient denied any fall or trauma. It was added that stimulation has been turned off and continued feeling hot/heat at ins pocket. It was reported ins area of the skin looked fine and the healthcare provider felt no hot to touch. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v198010, implanted: (B)(6) 2009. Product type: lead: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient. (B)(4).